Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was dispensing two clips at a time, and clips were not closing over the blood vessels. There was no patient consequence. It is unknown how the case was completed.